Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed because the pump was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. Thoratec¿s approved labeling lists device thrombosis and infection as potential adverse events that may be associated with the use of the left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating pump malfunction. A pump exchange was completed. No other information has been provided at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received from the hospital staff which indicated suspected device thrombosis. A ramp study was performed with a concern for possible dislodgement of thrombus but there were no clinical embolic events. The information provided indicated that the blood cultures were positive for coagulation with negative staph. Further information was not made available.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device was returned for evaluation. The evaluation of the returned device confirmed the report of suspected pump thrombus. Examination of the rotor inlet revealed a thrombus formation adhered around the inlet bearing cup and ball. The thrombus appeared denatured and appeared to have formed in laminated layers, indicating that it likely developed on the bearings over an undetermined amount of time while the pump was supporting the patient. Additionally, contact marks were noted on the outlet portion of the rotor. The contact marks appeared consistent with rubbing against a deposition in the outlet stator during pump operation; however, examination of the outlet stator did not reveal any depositions. The evaluation could not conclusively determine the source of the observed contact marks. A correlation between the device and the reported thrombus and infection could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.